Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. At the first firing they found 2 small pieced of yellow foreign material in the surgical field and retrieved them. They checked the yellow shipping wedge of the cartridge but could not find the broken site. No patient injury.